Event description:
It was reported that a device experienced a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was received and evaluated by baxter. The system error 322 was reproduced during testing however the specific component could not be identified. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliary assemblies were the failing components and require replacement. The failed upper and lower auxiliary assemblies were replaced.